Event description:
Caller had a cataract surgery done on both eyes. The left eye was done on (B)(6) 2014 and the right eye on (B)(6) 2014. Following the surgery he started experiencing discomfort, blurred vision and cloudiness. He spoke with an ophthalmologist who did a yager laser surgery that help a little with the problem. Since the problem persist met with a retinalogist, after examination determined there is hemorrhaging and a retina tear in rt eye. Performed a surgery to treat the diagnosis but made no difference in his vision. He wants to know if the cause of his problem is improper procedure or calcium build-up on the implanted lens or a wrong lens was implanted; since the eye doctors are hesitant to tell him what is going on.